Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide product code and lot number of vicryl suture :no information. Initial procedure date : no information. Surgeons opinion of the causative factors for the infection?:no information. We didn't receive further detailed case information rather than in this article. Current condition of the patient:no information. But she already been discharged from the hospital. What was the condition of the tissue (healthy, weak, diseased)?: no information of preoperative condition of tissue. How was the suture placed (interrupted or continuous)?: no information. (B)(4).

Event description:
It was reported in journal article ¿toxic shock syndrome caused by suture abscess with (B)(6) with late onset after caesarean section¿ that a patient underwent caesarean section on an unknown date and suture was used. The postoperative course was uneventful and the patient was discharged on the 6th postoperative day (pod). On the 37th pod, the patient had fever and felt rigidity and pain in the abdominal surgical scar. The pain gradually increased, the fever rose in two days, and the patient visited the hospital. The patient experienced decreased blood pressure, increased pulse rate and respiratory rate, with body temperature of 41.2c. The patient had significant tenderness, swelling, redness and induration around the surgical scar in the abdomen, a rash on the trunk of her body and arms, and subcutaneous bleeding in the area from where the ECG pads had been removed. Concurrently, she had purulent vaginal discharge. The patient was diagnosed with sepsis caused by surgical site infection. Debridement was performed for the induration area that involved local necrosis of the skin and adipose tissue. The suture threads which were used for the rectus abdominis fascia suture were removed. The pathological findings of the resected specimens revealed granulation tissue formation with multinuclear foreign-body giant cells and inflammatory cells around the suture threads. The abscess formation was observed most strongly in the midline incision. From the findings, the patient was diagnosed with tss caused by (B)(6) with a stitch abscess of the rectus abdominis fascia closure. The authors opined that (B)(6) infected the suture during or after surgery, and consequently tss developed in late onset. Antibacterial treatment was changed to vancomycin and (B)(6) pressure wound therapy was performed for the skin defect. Simple closure for skin defect was performed on the 22nd pod. The patient was reported to have had good postoperative course and was discharged on the 30th pod. No additional information was provided.